Event description:
A (B)(6) evaluated in the ed for a 5-day history of abdominal pain. Beta-hcg was greater than 200,000 and pelvic ultrasound showed no evidence of iup or ectopic. CT scan also showed no evidence of abdominal pregnancy. Concern for gyn malignancy. Pt transferred to another facility. The initial beta-hcg result was higher than the linearity of the siemens centaur. The sample was diluted using the default setting of 1 to 200. The centaur sent an initial result to the lis of greater than 1,000. The diluted result was lower than the linearity of the centaur. The centaur sent the diluted result as greater than 1,000 instead of less than five. The final result was reported out as greater than 200,000 and was actually only 1,113.5. Dates of use: (B)(6) 2010 - (B)(6) 2011.